Manufacturer narrative:
Stemer ab, bank wo, armonda ra, et al. J neurointervent surg (2012). Doi:10.1136/neurintsurg-2011-010214 the onyx will not be returned for evaluation as it remains in the patient. The onyx model and lot numbers were not provided. The article provided limited information on this event. A cause for the reported onyx migration resulting in occlusion of an unintended artery could not be conclusively determined. Mdrs related to this article: 2029214-2017-00803 2029214-2017-00804.

Event description:
Medtronic literature review found a report of artery occlusion after onyx embolizations. The purpose of this study was to demonstrate that acute endovascular embolization of ruptured bavms is safe and feasible. The authors reviewed 21 patients who underwent onyx embolization of ruptured brain arteriovenous malformations (bavms). Of the patients, 9 were men and 12 were women; mean age was 38 years. The article states that there was one case of right posterior cerebral artery occlusion without infarction after stage I onyx embolization. The patient was asymptomatic.